Event description:
It was reported that following significant weight loss patients ipg became superficial and uncomfortable for the patient. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted, replaced and the pocket was made slightly deeper to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.